Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's printed circuit boards were contaminated with liquid. Identification of issue has been done by analyzing problem description, service report, photo and device's logs. The technician conducted troubleshooting. According to technician statement, the liquid ingress could be seen on expiratory channel board and expiratory channel connector board. Issue can be confirmed by provided photo. Both pcbs have been cleaned. The issue has been resolved and the device was delivered to the user in working condition. It has remained unknown under which circumstances and when liquid entered the unit. The cause of this issue has been established as accidental damage. The issue was decided to be reported as liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation. There was no patient harm. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator's printed circuit boards were contaminated with liquid. There was no patient harm reported. Manufacturer's ref. #: (B)(4).